Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the battery release and ring cover were contaminated, the side bail covers were broken and the serial number label was torn. (B)(4).

Event description:
It was reported the case is cracked. The device was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.